Event description:
It was reported that the patient presented to the emergency room for a check. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. There were no patient consequences.